Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headache, nasal sneezing, nasal discharge. The patient also alleges the "device is noisy and has had a hard time turning on, strange odor (metallic, oily smell) also the pressure is delivers changes at different times (sometimes its stronger)" there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.